Event description:
In 2001, a request was received from hosp to use the angiojet system as a last ditch effort on unstable pt for pulmonary embolus removal. Hosp is not an angiojet site or customer. Pt died after angiojet treatment was successful, pt had several other complications prior to angiojet treatment. Critically unstable pt brought to radiology lab for last ditch effort of trying to evacuate bilateral pulmonary emboli by using angiojet. Pt contraindicated to lytics due to 2 week post bypass status. Pt also known to have some coagulopathy disorders occurring. Pt ventilated and being supported vascularly by pressors at a maximum drip rates and temporary pacemaker. Angiojet successful in right pulmonary artery fields. Procedure continued to left pulmonary artery fields. During this time pt began to desaturate and become even more hemodynamically unstable. At this time code blue was called and protocol initiated. Angiojet continued to be in use to remove any traveling emboli. Estimated time of 15-20 minutes in code blue protocol. At this time efforts to stabilize pt were noted unsuccessful. Code blue was then ended.